Event description:
A report was received that a patient's system was explanted due to an infection. The infection was located at the distal end of the lead. The patient was re-implanted two months after the explant and is reportedly doing well.

Manufacturer narrative:
The explanted devices will not be evaluated as they were discarded by the medical facility.